Event description:
Reporter alleged obtaining a discrepant blood glucose result of h1 (greater than 600 mg/dl) back to back with a result of 178 mg/dl on the aviva system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and the customer declined the replacement product being sent. Reporter stated she no longer has the strips and so no product will be returned for evaluation.